Event description:
The customer's medical doctor called initially to get help with the prime feature of the insulin pump. It was then stated that the customer was hospitalized. The customer was unconscious and in intensive care. The reason for the hospitalization was unk at the time of the call. An attempt was made to contact the customer to get more information about the hospitalization but the attempt was unsuccessful.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.